Manufacturer narrative:
The device, the femoral head associated with this report was not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added: dob, exp. Date.

Event description:
Patient was revised to address fracture of the poly. **update** (B)(6) 2011 - litigation papers received. They allege that when patient was revised, surgeon noted that the implant was grossly dissociated and worn, and that the wear of the polyethylene resulted in subsequent metal-on-metal rubbing with metallosis of the synovium around the hip. Complaint was reopened to add the femoral head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.